Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the patient closed the mobile app. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. No additional event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - correction to remove statement " the probable cause was the patient closed the mobile app. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. No additional event information is available".

Event description:
Subsequent to the initial MDR, a correction is required. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. The probable cause could not be determined. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. No additional event or patient information is available.